Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a possible detached needle left in her body after sensor insertion on (B)(6) 2015. Patient reported that she remembers pushing the plunger but does not remember pulling up on the collar. When patient removed sensor, no sign of needle was found. No additional event or patient information is available.